Event description:
Since getting the essure procedure, I have had the following symptoms that have progressively gotten worse since getting the device in 2013: irregular menstruation, fatigue, hair loss, depression, abdominal pain, hot flashes, and weight fluctuations. Lab tests have so far not been able to identify a thyroid problem or anything else that these symptoms could be better accounted for.